Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is showing signs of hyperextension. The surgeon believes the polyethylene intercondylar box has fractured.